Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation by the manufacturer reboot and high temperature error codes were discovered in the device's event log. The device's power management board was replaced to address the issue. Additionally, the six-pin harness was confirmed to be burned and the 6-pin harness was replaced.